Event description:
A customer reported via phone call indicating that they jumped in the water while sailing with their insulin pump. The customer has a blood glucose level was 100 mg/dl at the time of the call. The customer states that the buttons do not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to moisture damage on the electronic assembly. Found corroded keypad traces during visual inspection. However, no moisture damage was found on the motor, battery tube, or vibrator assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.